Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 50 mg/dl, and the blood glucose value was 220 mg/dl. The sensor glucose and blood glucose difference is 170 mg/dl. The customer received the sensor updating and the calibration not accepted alert. The customer stated the sensor fell out. The customer had experienced hyperglycemia and was treated with a discontinue use of insulin delivery system and an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, 78893-01, mmt-1884, and unomedical. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the high blood glucose, and the type of diabetes was a type 1. Troubleshooting was performed for the change sensor, and the customer was advised to replace sensor as behavior has been occurring longer than 3 hours. Troubleshooting was performed for the sensor updating, and the customer waited recommended amount of time and sg readings resumed. No further patient complications were reported. No product return is required for mmt-332a, 78893-01, mmt-1884, and unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.